Event description:
Customer reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect the pump and remove an o-ring found on the pneumatic tap. After cleaning the area with an alcohol wipe and checking the cartridge, the customer was able to reload the cartridge successfully and resume insulin therapy.